Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
During the procedure, while the patient was on the table, multiple probes were attempted without success in getting to temperature as needed in port 1 and 3. The probes were disconnected and a brand new probe was opened. A replacement device was used to complete the procedure with no adverse patient consequences.